Event description:
I suffer with terrible abdominal cramps and back pain, not just during menstrual cycle. I have extremely heavy and debilitating bleeding and now suffer from an auto immune disorder called lichen planus and have joint pain too, all since having my essure fitted. I believe the essure caused these problems.